Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0mzhm, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The manufacturer representative reported that the patient had swelling at the implantable neurostimulator pocket for the past three months. The physician noted that there was no infection but decided to relocate the pocket. No issues with the therapy were reported. The representative later reported that she did not have additional information about diagnostics or cause related to the swelling. The patient's indication for use is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional follow up has been attempted with the physician. If more information becomes available, a supplemental report will be filed.